Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results: bd received actual sample from the customer facility for investigation in support of this complaint. The sample was investigated and the customers' indicated failure mode for leakage with the incident lot was observed, by means of leak testing and microscopy evaluations. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: complaint confirmed. The split was caused by improper welding during welding phase which led too occurrence of split in the downstream process.

Event description:
It was reported that during a blood draw, there was leakage in connections of the holder from a bd vacutainer® flashback blood collection needle, 22gx1",with a black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.